Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was confirmed/reproduce the reported complaint. The instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated; the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, energy was not delivered at the force bipolar instrument's tip. There was a leak in the black wire. 8 lives left. No fragments fell into the patient. The procedure was completed, and the device was not used in the patient.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the force bipolar instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damaged instrument could not deliver bipolar energy as the black insulating cable was found to be damaged and broken. The surgeon tried to activate the instrument in another place, but the bipolar energy was still not working. The instrument was checked with a different cable and the issue persisted. The instrument was connected to the vio integrated electrosurgical generator unit (iesu). No arcing was observed at any stage in the procedure.

Event description:
Refer to h11 for follow-up information.